Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 6 months, a ventricular impedance of <200 ohm was reported. The device was explanted, but the explant date was not provided. There were no adverse patient effects reported.